Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 7/31/2020 h.6. Investigation: customer returned one (1) loose 31gx6mm, 0.3ml bd insulin syringe. Consumer reported when removing the plunger cap from 2 insulin syringes, the plunger rod is loose and just falls out of the barrel. The returned syringe was examined, and it was observed that the plunger rod was properly attached to the rubber stopper within the syringe barrel. Testing the plunger rod movement of the plunger rod assembly within the syringe barrel did not result in plunger rod separation. No evidence of manufacturing defect was observed. Since no defects were observed, the alleged issue could not be confirmed. A review of the device history record was completed for batch# 9252570. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications [200845676, 200845567, 200845495] noted that did not pertain to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that during use the plunger is loose and falls out with 2 bd syringe 0.3ml 31ga 6mm. The following information was provided by the initial reporter: it was reported when removing the plunger cap from 2 insulin syringes, the plunger rod is loose and just falls out of the barrel.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use the plunger is loose and falls out with 2 bd syringe 0.3ml 31ga 6mm. The following information was provided by the initial reporter: it was reported when removing the plunger cap from 2 insulin syringes, the plunger rod is loose and just falls out of the barrel.